Event description:
It was reported to st. Jude medical that there was noise on the ventricular lead. The lead was later replaced due to a fracture.

Manufacturer narrative:
This report in its entirety was completed solely by st. Jude medical, inc., crmd.